Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported hardware error.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a hardware failure. Dexcom has issued an rga for patient to return the device to be investigated.